Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, recorded episodes of noise reversion and high ventricular rate due to noise were noted. The device was reprogrammed and the ventricular lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.